Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex embolization device and xt-27 non-medtronic catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex device was returned within the xt-27 catheter. ¿ damage location details: the pushwire was extending out from xt-27 catheter hub. No bent or kink was found with pushwire. No break or separation was found with the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with xt-27 hub, catheter body and distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from catheter without any issue. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have resistance during delivery as no defect was found with pushwire and xt-27 catheter. No resistance was observed during testing. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The catheter was flushed continuously with heparinized saline, which eliminate this factor out as potential causes. Vessel tortuosity was very severe. It is likely that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered resistance and push wire damage. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the right internal carotid artery, c4 segment with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 3.6 mm distally and 4.4 mm proximally. It was noted the patient's blood vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered and the angiographic result post procedure after replacing the stent with a ped-425-18, was completed successfully. It was reported that during stent delivery, significant resistance was encountered, resulting in fracture of the distal portion of the push wire, and the stent fractured within the microcatheter. The entire system was then withdrawn from the body. After replacement with a ped-425-18, the procedure was completed successfully. The pushwire broke at the distal section of the catheter. There was also severe friction that occurred during delivery. The pipeline and all devices were prepared as indicate din the IFU, there was no use for an indication that was not approved for (off-label). No patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. A continuous saline flush was administered and maintained as indicated in the IFU. The catheter used was an xt27 microcatheter. The cause of the event was not determined.